Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual examination at the microscopic level revealed that the fracture was located at the driver¿s distal tip. The second half of the driver¿s tip was not returned. The fracture analysis report reveals plastic deformation at the hex lobes and torsional shear markings following a circular pattern. This suggests the fracture tip underwent a quasi-static overload torsional shear failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the driver¿s distal tip becoming fractured cannot be positively determined. However, the fracture analysis report suggests that the fractured tip underwent a quasi-static overload torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that dr. (B)(6) was performing a l3-ilium posterior spinal fusion with depuy expedium 5.5mm rod system. He removed competitive stryker hardware from l3-s1. When placing the right s1 expedium screw (went in an existing screw track previously occupied by the stryker hardware) the expedium nav driver tip broke off in the screw. There was quite a bit of torque to drive the screw. The screw was seated at a proper height. Dr. (B)(6) then used a metal cutting burr to remove the broken tip of the driver from the screw. He then successfully completed the procedure. There are no driver pieces in the patient. All were removed. This is all the information available. No patient height and weight are available. Surgical delay was about 5 minutes. No additional flouroscopy needed. Driver part #279734000n - serial # (B)(4). Was surgery delayed due to the reported event? Yes, if yes, number of minutes: 5, action taken when event occurred? Used metal cutting burr to remove driver tip fragment from the screw. Was procedure successfully completed? Yes, were fragments generated? Yes, if yes, were they removed easily without additional intervention? Yes, patient status/ outcome / consequences: no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no, is the patient part of a clinical study: unknown, (B)(4). Device property of: other, device in possession of: (B)(4). By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.